Event description:
It was reported that surgery time was extended due to fit issues.

Manufacturer narrative:
The associated visionaire blocks were returned and evaluated. Visual inspection noted some deformation on the block. The block appears melted in one area. Debris, such as saw debris was also noted in the cutting slot. A review of the manufacturing records did not reveal any material or manufacturing deviations. An engineering investigation was completed by our visionaire team. A dimensional inspection was completed with acceptable results. It was noted that the alignment and segmentation were not within visionaire acceptable standards and criteria. Per the engineering investigation the femur segmentation was a little jumpy and inconsistent. It was noted that missing/unaddressed anatomical features per current visionaire standards could not be found. However, the jumps between slices could potentially effect block fit on the anatomy between the captured MRI slices (2mm increments). Parts of the anterior tibia were a little over-segmented which could have made block placement a little more difficult. There was also a bit of MRI distortion on the lateral femur and medial tibia. No issues were found with the femur alignment, but acceptable femur alignment was negated by poor block fit. The tibia alignment and resections were set correctly, but sizing was off. A size 5 baseplate resulted in lateral overhang and may have also caused medial overhang once all osteophytes were removed clinically. A size 3 tibia baseplate would have been a better choice according to current visionaire standards and the surgeon's preference to downsize when in between sizes. As a result of the investigation, case was incorrectly aligned by internal visionaire employee. The alignment engineer has completed the segmentation feedback form and provided feedback to all employees involved. At this time we feel these actions will prevent recurrence of this failure. No additional actions are being taken at this time.

Manufacturer narrative:
.